Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician replaced the brake bearing, stiffener plate, brake/steer caster and the wheel on the brake caster to repair the bed.